Manufacturer narrative:
(B)(4). The customer reported the external paddle set failed to discharge during user initiated shift test. The symptom was reported to have presented during user initiated testing; there was no pt involvement. The local philips rep evaluated the paddle set and associated (B)(4) defibrillator and determined this to have been a malfunctioning paddle set. The paddle set was removed from service. The associated (B)(4) defibrillator passed all tests and was returned to service.

Event description:
The customer reported the external paddle set failed to discharge during user initiated shift test. The symptom was reported to have presented during user initiated testing; there was no pt involvement.